Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a remote follow up out of range pace impedance measurements spikes were noted when it comes to this device. All other values were normal. The right ventricular lead implanted was a competitor lead. The field representative advised to have the patient be brought into the clinic to try to reproduce noise though maneuvers. Technical services discussed the case and agreed with the suggested troubleshooting, and confirmed through remote monitoring data that the pace impedance trend showed a jump in pace impedance over the last two months. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon additional informiaotn this investigation will be updated.

Event description:
It was reported that during a remote follow up out of range pace impedance measurements spikes were noted when it comes to this device. All other values were normal. The right ventricular lead implanted was a competitor lead. The field representative advised to have the patient be brought into the clinic to try to reproduce noise though maneuvers. Technical services discussed the case and agreed with the suggested troubleshooting, and confirmed through remote monitoring data that the pace impedance trend showed a jump in pace impedance over the last two months. No adverse patient effects were reported. The device remains implanted.